Manufacturer narrative:
Additional information received on 28 june 2017 and includes: a torque limiting driver was not used in this case. On 21 june 2017 the medical affairs director performed a clinical investigation and commented as follows: according to the report, the insert fixation screw loosened 3 months after primary surgery. The single projection x-ray provided doesn't allow a proper clinical investigation. This event may be caused by insufficient tightening torque but the real cause can't be determined. Immediate removal is strongly recommended. During arthroscopy visual inspection of articular surfaces can be performed in order to evaluate possible damages. On 25 june 2017 the rand d project manager performed a preliminary investigation based on the available picture and commented as follows: loosened insert safety screw occurred 3 after primary surgery removed by arthroscopy. The threaded part and the head of the screw look damaged. The screw has been plastically deformed once, backed out from the baseplate, was interposed between the femoral component and the tibia insert and underwent to the body load. No other components are expected to be explanted. It seems that their articular surfaces are well preserved. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque. Using a screwdriver provided with a torque limitation would prevent this event. Torque limiter screwdriver is already available and its use is mandatory. Batch review performed on 25 july 2017. (B)(4).

Event description:
The patient came in complaining of pain. The surgeon determined the poly screw backed out. The surgeon removed the screw via arthroscopic surgery. The surgery was completed successfully. X-rays are available. Explants are not available.